Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2025 for an unrelated problem. Telemetry revealed that the right ventricular (rv) lead exhibited loss of capture, and an x-ray further confirmed that the rv lead had dislodged and was no longer in the septum. The patient also reported that he had been seen at another clinic prior and had been informed that the rv lead was not functioning. On (B)(6) 2025, the patient presented to the emergency room (ER) with a low heart rate. The rv lead was subsequently explanted and replaced. The patient was discharged.